Manufacturer narrative:
Additional information: patient is a (B)(6) female. The returned passeo-18 and the used guide wire were subjected to a technical analysis and the corresponding production documentation of the passeo-18 was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The passeo-18 stuck on the used connect 250t guide wire when it was returned for technical investigation. In the course of the investigation the device was sectioned to find the location of the blockage. The site of blockage was found to be in the region of the device tip. After removing the tip using a scalpel it was seen that the coils of the guide wire have been compressed and have formed a bulge within the tip weld, causing the blockage. The review of the passeo-18 manufacturing history did not reveal any non-conformity. The device in question was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the passeo-18 device being subject to this complaint, no manufacturing or material related root cause was determined. The experienced guide wire friction resulted from a deformation (bulging) of the distal coil of the used connect 250t guide wire.

Event description:
Ous MDR - passeo-18 2.5/40/130 - treated was a total occlusion of the popliteal artery. During pre dilatation with the passeo 18 the guide wire got stuck in the guide wire lumen of the balloon. Both devices were withdrawn.